Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest and displacement test. Insulin pump trace download analysis confirmed the device alarmed replace battery now alarm, power error and low battery alert. The power management tool confirmed replace battery now alarm, power error and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm. The customer also stated that they did not received low battery alert prior to the replace battery now alarm. The customer's blood glucose value was 110 mg/dl. The customer was assisted with the troubleshooting. The device will be returned for the analysis.